Event description:
It was reported that a 47-year-old caucasian female patient underwent a primary breast augmentation surgery with implantation of a 425cc mentor memorygel breast implant prosthesis. Post-operatively, the patient stated she had a ruptured right breast implant which was diagnosed using mammogram and magnetic resonance imaging. As a result, the patient underwent bilateral removal and replacement with 425cc (left-sided) and 400cc (right-sided) mentor memorygel breast implants on (B)(6) 2022. However, during the replacement procedure, the left breast implant was also discovered ruptured and she was noted to have bilateral capsular contracture. No baker grade ratings were provided. This report is for the left breast prosthesis. Refer to manufacturing report number 1645337-2022-02767 for the contralateral event.

Manufacturer narrative:
The complaint device has been discarded. As a result, no product failure analysis can be conducted, and device malfunction cannot be confirmed. However, a photo was of the suspect medical device was provided. An evaluation on the image was completed. Upon visual evaluation of the image provided in the complaint, the implant was observed ruptured. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Reason for device explant and/or reoperation: rupture, capsular contracture manufacturer¿s reference number: (B)(4).